Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture and anxiety - product/procedure.

Event description:
Patient's representative reported rupture as well as "stabbing pain, tingling in the chest". Device was removed due to "risk of developing bia-alcl". The device has been explanted. The affected side is left side.